Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a >50mm diameter abdominal aortic aneurysm. It was reported during the index procedure, after the main body was deployed the physician reported that the main body delivery system had become stuck in the tight common iliac. While attempting to remove the delivery system without using excessive force, it was pulled back to "re-marry" the grey to the blue on the delivery system but the physician felt that something was wrong. After determining that it was in fact snapped and after many wire and catheter exchanges, the physician was able to use a snare and "grab" the snapped portion of the delivery system and bring it back into the sheath on that side. It was reported that there was no harm to the patient and no complication of any kind once the broken system was removed. No additional procedure was necessary and the case was completed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: moderate iliac calcification and tortuosity was noted. If information is provided in the future, a supplemental report will be issued.